Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Therapy date is (B)(6) 2017. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported device was used in surgery for the radial head fracture on (B)(6) 2017. After inserting the guide wire, the length of the screw was then measured with the depth gauge. When the surgeon was trying to drill the bone with the cannulated drill bit, it was found that drill bit did not go forward. When the surgeon tried to drill the bone again since the surgeon thought that there might be something wrong with the drill bit, the guide wire was broken in the middle. The broken piece of the guide wire in question had remained within the bone. The broken piece of the guide wire was successfully removed with the fine-tipped tweezers during the procedure. The surgery was safely completed thereafter. No delay in surgery or adverse consequence to the patient was reported. This complaint involves 1 part. Concomitant device: 1x unk guide wire, 1x unk depth gauge. This report is 1 of 1 for (B)(4).